Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery (B)(4) not holding charge can be confirmed. Visual inspection of the battery revealed significant wear and tear and some foreign debris and small signs of corrosion on the batteries contact terminals. There was an error code when the battery was initially placed into a universal battery charger (ubc) and the code cleared after the contact terminals were cleaned; however, the ubc requested calibration for the battery. The battery was successfully calibrated and functionally tested while installed into a test battery clip, a test system controller and a test pump. The system operated as expected with no alarms active. The battery inside the battery clip and the connection between the system controller and the battery clips was manipulated while the system was operating; no alarms were noted and the system continued to operate as intended. The battery was discharge tested with an electronic load based battery test system. The battery exceeded the design requirement specifications. The battery calibration is addressed in the instruction for use which informs the user how important is to calibrate a battery as soon as possible after being prompted to do so to ensure the best possible battery performance. Heartmate 3 patient handbook, rev b (jp), under section 5 ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 14 volt li-ion battery instruction for use (rev. E) informs the user how important is to calibrate a battery as soon as possible after being prompted to do so to ensure the best possible battery performance. The 14v battery was accepted in storage location on 4/29/2021 and inspected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had new batteries that would not hold a charge.